Event description:
It was reported that the anchor ar-3603-2 would not seat. The site had been pre-drilled but would seat when malleted. It was removed from the patient and the labral repair case was completed with suturetaks. There were no additional incisions needed. Patient 18 year old male.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion. As no further investigation was able to be performed no change in harm was identified.